Event description:
It was reported, the camera head had a cut in the outer layer of cable. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6 and h10 the device was returned to olympus for evaluation and the customer's allegation of "cut in the cable" was confirmed. The device evaluation found no new reportable findings. Based on the results of the investigation, it is likely that the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a cut in the outer layer of cable. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.